Manufacturer narrative:
D6a and d6b: added implant and explant date. Additional information. The venous hematoma was managed by manual pressure, normalizing of activating clotting time (act), anticoagulation adjustment.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in an adult male of unknown age who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage e. The patient had a past medical history of renal insufficiency and required inotropes, vasopressors, and ventilator support. The patient underwent right coronary artery coronary angioplasty with ptca and stent placement. Following the procedure, the patient was noted to have a right groin hematoma at the access site. Initial concern was raised for possible arterial bleeding. Distal runoff imaging was performed, and no extravasation was identified per cardiology and vascular surgery. It was reported that multiple venous access attempts were performed at the beginning of the procedure, and the care team agreed the hematoma was most consistent with prior vascular access attempts. The patient experienced a hematoma. After a comprehensive review of the available information, the reported event is consistent with known risks associated with vascular access and multiple access attempts. The patient survived.

Manufacturer narrative:
Clinical review an impella cp was inserted via the right femoral artery in an adult male of unknown age who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage e. The patient had a past medical history of renal insufficiency and required inotropes, vasopressors, and ventilator support. The patient underwent right coronary artery angioplasty with percutaneous transluminal coronary angioplasty (ptca) and stent placement. Following the procedure, the patient was noted to have a right groin hematoma at the access site. Initial concern was raised for possible arterial bleeding. Distal runoff imaging was performed, and no extravasation was identified per cardiology and vascular surgery. It was reported that multiple venous access attempts were performed at the beginning of the procedure, and the care team agreed the hematoma was most consistent with prior vascular access attempts. The hematoma was managed conservatively with manual pressure and normalization of activated clotting time (act). After comprehensive review of the available information, the reported event is consistent with known risks associated with vascular access and multiple access attempts. The patient survived.